Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 200 mg/dl and 45 mg/dl within 10 minutes on the aviva combo system. Customer self-treated by consuming 3 pieces of dextrose. No adverse event reported. Requested return of suspect device.